Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30213334m, and no internal action related to the reported complaint condition were identified. (B)(4). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure that turned into an atrial flutter case with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the procedure, pericardial effusion was discovered by intracardiac echo (ice), and cardiac tamponade was confirmed by transesophageal echo (tee). Pericardiocentesis was performed to remove 2½ liters of fluid from the pericardial space. The patient was reported in stable condition and was then transferred to the operating room for surgical repair of the perforation. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician believed the effusion was caused when the long sheath was exchanged for a short one at the end of the case and therefore had nothing to do with the ablation catheter. No bwi product malfunctions were reported. Although the physician believes the issue is not related to the bwi ablation catheter, the event description suggests that the issue occurred after ablation was performed; therefore, there¿s no enough evidence to determine the issue was not related to radiofrequency (rf) delivery from the ablation catheter.